Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer declined resuming deliveries during the call but understood the advice to follow up if issues persist and acknowledged the possibility of continuing to use the pump.